Event description:
It was reported that the system 6 precision handpiece stopped working during a procedure, and that a system 6 sagittal saw was used as a back-up, but it would not operate either. The account did not have further backup equipment available at the time, therefore had to go to another account to obtain a backup device. This event resulted in a 30 min delay in which additional anesthesia was administered to the pt. There was no additional medical treatment required.

Manufacturer narrative:
System 6 precision handpiece (B)(4): it was noted during failure analysis that the e-box had intermittent operation. The ebox was replaced and the device was returned to the customer. System 6 sagittal saw (B)(4): it was noted during failure analysis that the device did not start. The battery plate and ebox were replaced and the device was returned to the customer.